Event description:
A (B)(6) patient had cystoscopy and endoscopic removal of bladder stones. Not all fragments of stone able to be removed due to bleeding. Patient had to return to surgery on (B)(6) 2011 for additional removal of stones. Surgeon found tip of resection electroscope wire had broken off and left in bladder at time of initial surgery.